Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer planned to reboot pump and continue using it for insulin therapy.